Manufacturer narrative:
Reported event: it was reported that while in the process of making cuts to the femur the surgeon pulled the mics handle release switch on the handpiece to adjust the handle position and the switch fell off the mics. The surgeon was able to finish all cuts but unable to re-adjust the handle for the rest of the case. Product evaluation and results: visual inspection confirmed that the pivot lock was broken. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional and material analysis inspection were not performed as visual inspection confirmed the failure. As per wo-(B)(4) and case number (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: review of device history records indicate (B)(4) were manufactured under (B)(4) lot k0b18 and all (B)(4) were inspected and accepted into final stock on 04/06/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, (B)(4) lot k0b18 shows 02 additional complaint related to the failure in this investigation. Complaint investigation(s) pr: (B)(4). Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
While in the process of making cuts to the femur the surgeon pulled the mics handle release switch on the handpiece to adjust the handle position and the switch fell off of the mics. We were able to finish all cuts but unable to re-adjust the handle for the rest of the case. No surgical delay. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While in the process of making cuts to the femur the surgeon pulled the mics handle release switch on the handpiece to adjust the handle position and the switch fell off of the mics. We were able to finish all cuts but unable to re-adjust the handle for the rest of the case. No surgical delay. Case type: tka.